Event description:
A literature review was performed on the article "advantages of glove finger-coated polyvinyl acetate pack in endoscopic sinus surgery" authored by dae woo kim, m.d., ph.d, eun-jae lee, m.d, sang-wook kim, m.d, and sea-yuong jeon, m.d., ph.d. The article was found in the american journal of rhinology <(>&<)> allergy, 2012. The article was written about a study that investigated the efficacy of glove finger-coated poly-vinyl acetate (pa) pack on hemostasis, pain levels, and wound healing after endoscopic sinus surgery (ess). The study involved thirty patients (15 men and 15 women) who underwent bilateral frontoethmoidectomy with middle meatal antrostomy because of bilateral chronic rhinosinusitis (crs). Merocel pa packs were used on all 30 patients. After completion of surgery, both ethmoidal cavities filled with pa packing (merocel). Fifteen (15) patients (experimental group) had the pa packing in a latex glove finger and 15 patients (control group) were packed with pa only. The experimental group showed lower levels of pain and lessened bleeding during packing removal than the control group. There were no differences in pain levels at 12 hours after surgery, use of analgesics and oral steroid between the two groups. One (6%) of each group had postoperative bleeding and required additional packing for hemostasis. Lower lund-kennedy score at postoperative 4 weeks was documented in the experimental group. In addition, two (13%) control subjects developed a synechiae (post-operative adhesion) between the middle turbinate and the lateral wall.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). This was a literature review, the device will not be returned. The device was not returned and therefore no evaluation could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.